Manufacturer narrative:
(B)(4).

Event description:
It was reported that a primary surgery was performed on (B)(6) 2012 in (B)(6) hospital. On december (B)(6) 2020 patient woke and felt a crack, on x-ray the ceramic liner had broken. No mechanism of incident. Revision surgery, went in via previous incision, removed the cracked liner which was in multiple pieces, removed the head and reflection cup was removed via explant then the surgeon reamed up to 64mm and inserted a multihole r3 64mm cup and used 2 x 25mm screws. A r3 ceramic liner was inserted and a 36 medium ceramic liner with metal sleeve was inserted on the stem that was left inside a trial reduction was performed and the surgeon was happy with the stability.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision was performed approximately 8-years post implantation due to liner breakage. Per the anz product complaint form, the patient woke and ¿felt a crack, on x-ray the ceramic liner had broken. No mechanism of incident¿. It was communicated that all pieces of the fractured liner were removed, and no further information was available for inclusion in the medical investigation. The clinical root cause was reportedly a broken liner without the incidence of trauma; however, without the requested clinical documentation and/or product return, the root cause of the liner fracture could not be assessed. The patient impact beyond the reported liner fracture and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, excessive forces applied to implant or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.